Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas 6000 c501 module. The initial result was 161 mmol/l. The sample was tested on another module, and the result was 138 mmol/l. The sample was repeated because the initial result didn't match the patient's clinical history.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The electrode lot number and expiration date were not provided. The field service representative found a damaged tube in the rinse unit. He performed maintenance, which resolved the issue. The investigation determined the service actions resolved the issue.